Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j3 are damaged. Pictures were taken. Charge and boot tests were performed and failed due to usb pin(s) from j3 are damaged. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to usb pin(s) from j3 are damaged. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.